Event description:
It was reported that the t:slim x2 pump battery would not charge, and power source alert 07 was observed in the pump's history. There was no adverse impact to the customer's blood glucose level. The customer, following instruction from technical support, used the tandem charging cable and wall adapter, and resolved the issue by connecting to a functioning outlet for at least 30 minutes. Consequently, the pump charged successfully, and no alerts were noted following this action.